Event description:
Caller reported an alarm occurrence labeled as alarm 01. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to load a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The customer was advised to use multiple daily injections as backup therapy for insulin delivery. Technical support arranged to send a replacement pump and provided instructions for returning the defective pump. The customer acknowledged understanding of all instructions and processes regarding the replacement.